Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent an unrelated surgical intervention, after which, the patient became incontinent again. It was further notified that the patient has already been clinically evaluated and it was determined that a replacement is not required. The device was re-activated and it performed as expected.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent an unrelated surgical intervention, after which, the patient became incontinent again. It was further notified that the patient has already been clinically evaluated and it was determined that a replacement is not required. The device was re-activated and it performed as expected.